Event description:
After mammo guided savi scout device placement, to confirm reflector for operating room, doctor did not get an audible sound from reflector, and called me regarding this concern. Reached out to merit rep via email for concern 20 minutes later. There is no course of treatment change. The surgeon will use ultrasound intraoperatively.